Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, active blade broke. Part was not found, but nurse thought that this happened outside the patient. Another instrument was used to complete the procedure with no patient consequence.